Manufacturer narrative:
The device has been received for analysis. During product analysis a guidewire was successfully inserted through the catheter without any resistance. Additionally, it was found that the strain relief was detached from the luer. The no problem detected code was selected for the reported allegation of difficult to load wire. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter was flushed with a 10 ml syringe of saline, but it was noticed that saline was leaking from the flushing port of the catheter. After removing the syringe it was observed that the flush port connection was loose. The catheter was replaced and the second catheter was also replaced as the guidewire was not able to be inserted. The procedure was completed successfully with a third catheter. No patient complications were reported. The device was received at boston scientific post market laboratory. This event is being reported based on the device analysis findings.